Event description:
The pace/sense portion of this lead was capped due to high thresholds. There were no adverse pt events reported. Should more information become available, this report will be updated.